Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio iq meter would not power on when a test strip was inserted the complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient. The patient reported that the meter stopped powering on approximately 4-5 days prior to contacting lfs. The patient informed the mss that he manages his diabetes with insulin (lantus and humalog). The patient claimed when he was unable to test his blood glucose due to the meter power issue, he continued to take his set dose of lantus insulin and would take his base dose of humalog insulin. The patient reported that on (B)(6) 2013, his spouse found him unconscious and called emergency services. The patient informed the mss that when his blood glucose was tested with an ems meter his blood glucose registered ¿19 mg/dl¿. The patient was treated with IV glucose and transported to the emergency room. The patient stated he was in the hospital for 1.5 days before he was discharged. At the time of troubleshooting, the cca noted the patient did not have the subject meter or test strips to troubleshoot the alleged power issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for severe hypoglycemia by an hcp after the alleged meter power issue started.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.